Event description:
It was reported that the bd vacutainer® fx 10mg 8mg plus blood collection tubes had blood pooling in the stopper. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the no sample pooling was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood pooling. Bd was not able to identify an exact root cause for the indicated failure mode. In the instructions for use (IFU) for bd vacutainer evacuated blood collection system it does state that after venipuncture, the top of the stopper may contain residual blood. It is recommended to take proper precautions when handling tubes to avoid contact with this blood. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.